Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient's infusions set's tubing detached/broken at site connector prior to insertion. At the time of the event her blood glucose level was 167 mg/dl. Further, they replaced the infusion set and resumed insulin successfully. No further information available.